Event description:
It was reported that 3 bd saf-t-intima¿ IV catheter safety systems leaked during use. The following information was provided by the initial reporter, translated from chinese to english: "it was used normally during puncture. After sealing the tube the next day, it was found that the part of the extension tube clamped by the small clip was broken, leaking fluid, and the product was discarded without preservation no other harm was done to the patient, and the puncture was re-performed with a new product,this problem happened many times, all cases were with this batch number".

Manufacturer narrative:
H6: investigation summary a device history record review was completed by our quality engineer team for provided lot number 8334972. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 3 bd saf-t-intima¿ IV catheter safety systems leaked during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "it was used normally during puncture. After sealing the tube the next day, it was found that the part of the extension tube clamped by the small clip was broken, leaking fluid, and the product was discarded without preservation. No other harm was done to the patient, and the puncture was re-performed with a new product,this problem happened many times, all cases were with this batch number."